Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2013-07029 and 1627487-2013-07030. It was reported the pt's leads had shifted or migrated to the left and were no longer providing effective stimulation therapy. The physician opted ot replace the leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.